Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the trunk cable connector pins were bent and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.